Event description:
A malfunction was reported as the pump was not charging. Blood glucose level was recorded at 167 mg/dl, which is within the normal range. No further information was available regarding any corrective actions or customer outcome.